Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with paroxysmal anterior zone discomfort. Angiography revealed two vascular lesions. Two stents, a 3.5x12mm and 4.0x15mm xience xpedition stent, were implanted in the proximal lad with 90% stenosis. The patient was discharged on (B)(6) 2014. The patient was re-hospitalized at a local hospital on (B)(6) 2015 with angina. Per the physician, the relationship between the event and the device is unknown. The patient's symptoms persist. No additional information was provided.